Event description:
It was reported that this right ventricular (rv) lead was suspected of exhibited dislodgement. Review of device data revealed that this lead also exhibited high thresholds. This lead remains in service. No adverse patient effects were reported.